Manufacturer narrative:
(B)(4). Report source foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the needle of juggerstitch fractured. Therefore, the surgeon used an alternative same product to complete the surgery. There is no remains of fractured piece of needle in the patient's body. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip is fractured. This device was cycled once as seen in the photo marked tube pusher assay. Item and lot numbers are not confirmed as they are not etched on the part. Item was sent to sem for analysis: juggerstitch curved needle insert sample analyzed by sem showed that it's fractured at the weld due to bending overload. Fracture showed no obvious artifacts, which is typical for a weld fracture. There were no indications of crack initiation due to smeared edge on the insert fracture. Ductile overload sheared dimples identified. Suspected crack exit area identified. Eds semi-quantitative elemental analysis of the juggerstitch curved needle insert showed that it was consistent with 17-7 ph stainless steel. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.